Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired although the backlight of it was illuminated. The anvil was being attached to the trocar and the indicator was within the green range. The device was used between the colon and the rectum. Another device with another battery was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 02/11/2021. D4: batch #u5cg5e. H6: component code: electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. While the complaint states that the device could not be fired, it was received with no staples and the green checkmark was present when the battery was installed. Combined with the presence of tissue, indications are that the device was fired before being sent to the lab for analysis. However, attempts to reset the device in the lab were unsuccessful. A battery that was used with the device was returned but drained as it was supposed to, upon installation in the device. Troubleshooting had isolated the anvil detect circuit as the root cause. Upon disassembly, the flex was found to have cracks in the fingers. It is suspected that the cracks in flex fingers caused the device not to reset in the lab and a subsequent test to fire the device could not be completed. No conclusion could be reached as to what may have caused the failure of the device. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.